Manufacturer narrative:
Changed component code to catheter (3038) and changed malfunction code to 2920, difficult to advance & 2524, failure to advance. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f mynxgrip vascular closure device (vcd) could not be released because the white pusher did not protrude during puncture-site closure. The user reported that the device did not shuttle down completely and that there was significant resistance during shuttling, with no unusual force applied when retracting the sheath. The operator switched to manual compression to complete hemostasis. There was no reported patient injury. The device was used for puncture site closure during a transarterial chemoembolization procedure using a retrograde approach, and the deployer was mynx certified. A non-cordis 5f short sheath was used. Femoral artery suitability was verified, the device was used in the femoral artery, vessel diameter was verified to be greater than or equal to 5 mm, no vessel tortuosity was reported, and mild calcification was present near the puncture site. The device was stored and prepared according to the instructions for use (IFU), and no damage was found on the device or packaging prior to opening. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug of a 5f mynxgrip vascular closure device (vcd) could not be released because the white pusher did not protrude during puncture-site closure. The user reported that the device did not shuttle down completely and that there was significant resistance during shuttling, with no unusual force applied when retracting the sheath. The operator switched to manual compression to complete hemostasis. There was no reported patient injury. The device was used for puncture site closure during a transarterial chemoembolization procedure using a retrograde approach, and the deployer was mynx certified. A non-cordis 5f short sheath was used. Femoral artery suitability was verified, the device was used in the femoral artery, vessel diameter was verified to be greater than or equal to 5 mm, no vessel tortuosity was reported, and mild calcification was present near the puncture site. The device was stored and prepared according to the instructions for use (IFU), and no damage was found on the device or packaging prior to opening. The device will be returned for evaluation. One non-sterile mynxgrip vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe returned detached from the unit. No catheter sheath introducer (csi) was returned for this evaluation. The sealant was not returned for this evaluation. The advancer tube was returned exposed, and the sealant sleeve was found partially retracted. The balloon showed no abnormal condition to be reported as received. An attempt to perform a simulated deployment functional analysis was made; however, the deployment test could not be fully performed as the unit was received in a condition consistent with an already deployed state and without a sealant returned for evaluation. An additional test was executed by grabbing the unit from the handle in a vertical position with the shuttle engaged to the handle, and it was observed that the gravity force did not promote the disengagement of the unit. The reported ¿shuttle advancement issue¿ was not verified during analysis of the returned device as the device was received in an already deployed state. Therefore, the exact cause of the reported event cannot be conclusively determined. Due to the sealant being already deployed, functional analysis could not be performed. An additional verification was conducted by holding the unit vertically from the handle, during which the shuttle maintained the engaged state. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely (it was possible the sealant was stuck to the device components), which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the information provided suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.